Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided for investigation showing tube post centrifugation, with the gel barrier in the correct position. Therefore (B)(6) retention samples from bd inventory were therefore, drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 3450rpm for 10 minutes, using an mse mistral 1000 centrifuge. All 10 tubes were found to have good gel separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was unable to test for erroneous results since the reported analytes were not provided. In addition, based on the information provided, the erroneous results may have been attributed to an issue with the separation gel. This is the 1st complaint received on this lot for the reported defects. Bd was not able to identify a root cause for the indicated failure modes.

Event description:
It was reported with the use of the bd vacutainer® sst¿ ii advance plus blood collection tubes the device experienced erroneous results. This event occurred 20000 times. The following information was provided by the initial reporter: the customer stated "after the yellow tube is separated, the upper serum turned red, all the biochemical values are inaccurate, and the indicators are abnormal. Normal physical examination patients report critical values, and all patients need to be recollected. Cause serious impact on normal work.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® sst¿ ii advance plus blood collection tubes the device experienced erroneous results. This event occurred 20000 times. The following information was provided by the initial reporter: the customer stated "after the yellow tube is separated, the upper serum turned red, all the biochemical values are inaccurate, and the indicators are abnormal. Normal physical examination patients report critical values, and all patients need to be recollected. Cause serious impact on normal work."